Event description:
A health care professional reported that the implantation procedure failed due to a defective implant. Additional information has been requested and received stating that the implant was blocked in the system.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).